Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing. Reprogramming was performed. Approximately five years later, t-wave oversensing was noted on stored episodes. The lead remains in use. No further patient complications have been reported as a result of this event.